Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment was returned, but analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The lead was found to have oversensing of noise. The lead was removed and a new lead was implanted. It was further reported that during lead revision, the right atrial (ra) lead had dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.